Manufacturer narrative:
(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive b-hcg result while using the architect total b-hcg reagent. The customer indicated the patient ((B)(6)) generated a positive architect total b-hcg after a miscarriage, as follows: (miu/ml): on (B)(6) 2019: sid (B)(6): initial result: 3109.73 miu/ml (positive). On (B)(6)2019: the first result was questioned by the clinician and a new specimen (sid (B)(6)) was tested, generating a negative result: <1.2 miu/ml. The original specimen from (B)(6) 2019 was retested and a negative result was generated, <1.2 miu/ml. Additionally, the specimen was negative using a colloidal gold test strip method. There was no impact to patient management reported

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, field data review, instrument log review, batch record review, a search for similar complaints, and a review of labeling. Return material was not available from the customer. An accuracy testing protocol was performed using an in-house retain kit and all specifications were met indicating the lot is preforming acceptably. An analysis utilizing field data was completed to determine if the median patient values have shifted over time. The analysis concluded that the medians of patient results are within the established limits for lot 92049ui00. No issues were identified which would indicate a product deficiency from the batch record review. Tracking and trending did not identify an adverse trend for the lot in question. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect total b-hcg reagent, list 07k78, lot 92049ui00, was identified.